Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that his buttons were not responding properly. He reported that the buttons sometimes pause. He reported that on one occurrence, the button stuck during prime and the pump continued to prime. The patient reportedly wore the pump in a pocket and did not clean the pump.